Event description:
It was reported that, the surgeon removed a simpliciti/perform anatomic construct due to patient having a post operation fall which meant having to change to a reverse shoulder construct. The implants were not defective. No further information was provided.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.